Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument did not clip. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Additional observation(s) not reported by site were also identified: the medium-large clip applier instrument was found to have a bent grip and the tip would not align with the other grip.

Event description:
Refer to h10/h11 for follow-up information.